Event description:
The complaint involved a patient who underwent hip revision surgery on (B)(6) 2018. The original surgery is dated (B)(6) 2018. The reason for revision is a reported patient fall. During the reivsion, the paragon stem was revised to a new non-omni compoennt.